Event description:
Customer reported the pull tab has broken off the zipper on the right side panel. Customer did not know the date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirmed the reported issue. However, evaluation revealed the right side window has a broken slider and the mattress envelope hooks and loop straps are missing. Also, the left side window, mattress envelope hooks and loop straps are missing. The foot side panel, has one inch broken stitches. Note: posey instructions for use warning states: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. (B)(4).